Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device detected noise signals in two sensing vectors that could possibly be related to device seal plug noise seen during initial implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that has two untreated episodes and a single isolated episode. The patient received this shock while they were touching around the device. Air bubble noise is suspected, however the noisy signals were not reproducible. The system was reprogrammed to primary sensing vector as of this time. No adverse events.